Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider states the end user chair would not turn off.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Joystick returned missing on/off knob which was part of the complaint. Return inspection put on a knob to test the on/off switch. No problem found. The fields were updated accordingly.

Event description:
Customer service states the provider states the end user chair would not turn off.